Event description:
It was reported that the patient lead had high impedances. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18415677. Additional suspect medical device component involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 17736949/17582525.